Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 1 on the pump. The customer stated that attempted to reload the same cartridge but the pump displayed a 50 minimum notification after filling the cartridge with 210 units. Reportedly the customer stated there were no damage observed on the cartridge. Additionally, the customer reported receiving intermittent, multiple occlusion alarms. Although requested no further information was provided. There was no reported impact to the customer's blood glucose level.